Event description:
It was reported that a user of the ilet experienced recurrent afternoon hyperglycemia with a peak blood glucose of 383 mg/dl after a trainer-adjusted target range, followed by late-night declines, despite light meals and no noticed infusion leakage or known scar tissue, and the user sought guidance on whether to change the target range. Symptoms included hyperglycemia with blurred vision. Outcomes included high glucose without reported medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device component issue, and the cause of the reported high glucose could not be established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.